Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) was consulted and further in-office review was recommended. No adverse patient effects were reported. This system remains in service.